Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. After successful placement of an express2 stent in the left anterior descending coronary artery, the physician attempted to treat a 95% stenotic lesion in the 2.5 mm distal right coronary artery. Predilatation of the lesion was performed using a 20 mm balloon of an unspecified type. The express2 monorail 24/2.5 mm stent delivery balloon was delivered to the target lesion site and the stent successfully deployed and well apposed. Deflation of the delivery balloon, however, was initially unsuccessful. Following several inflation / deflation attempts, the express2 monorail balloon deflated somewhat and was withdrawn, albeit forcefully and against resistance. It is noted that no ivus was used. The procedure was successfully completed without additional complications. Pt status is listed as 'satisfactory / good'.